Manufacturer narrative:
(B)(4). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture grade IV".

Event description:
Patient reported for left side "capsular contracture grade IV", "calcified yellow capsule". The following reported events are not related to the device - "reynaud¿s syndrome", "sarcoidosis", "essential thrombocytosis", "post bloodwork one week after surgery is already showing that high platelets are coming down", "depression", "anxiety". The device has been explanted.